Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged transmitter battery depleted resulted in lost sensor signal. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-1884. Troubleshooting was performed for low/short transmitter battery lifetime. Transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for unable to pair device. Pump and transmitter would not pair after troubleshooting. Troubleshooting was performed for loss of communication. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-1884.

Manufacturer narrative:
Following our receipt of one transmitter and placed unit under microscope and found contamination/moisture damage to connector pins, unable to continue with functional testing or verify led/communication anomaly. In conclusion, the customer complaint of battery and loss communication anomaly could not be confirmed, due to moisture/corrosion damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.